Manufacturer narrative:
Concomitant medical products: product ID: 8780, serial #: (B)(4), implanted: (B)(6) 2019, product type: catheter. Other relevant device(s) are: product ID: 8780, serial/lot #: (B)(4), ubd: 12-oct-2020, UDI #: (B)(4). If information is provided in the future, a supplemental report will be issued.

Event description:
On (B)(6) 2019, information was received from two healthcare professionals (hcp) via a manufacturer representative (rep) regarding a patient receiving baclofen (unknown dose and concentration) via an implantable pump for intractable spasticity. Information received reported the patient's catheter had retracted from ~t4 to ~l2. It was visualized on x-ray. A catheter revision was pending. The event date was reported as (B)(6) 2019. There were no known environmental, external or patient factors that may have led or contributed to the event. The issue was not resolved at the time of this report. The patient's status was alive - no injury.

Manufacturer narrative:
Concomitant medical products: product ID 8780, serial# (B)(4), implanted: (B)(6) 2019, product type catheter. If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from a healthcare provider (hcp0 via a device manufacturer representative indicated that the patient was receiving lioresal (500 mcg/ml at 55 mcg/day) via an implantable infusion pump. It was reported that the distal portion of the existing catheter that had retracted was replaced with an 8782. It was noted that the hcp required assistance in programming a partial prime of the new distal section because there was still drug in the proximal/existing piece. No further complications have been reported as a result of this event.

Event description:
The rep reported the event has resolved.

Manufacturer narrative:
Concomitant medical products: product ID 8780 lot# serial# (B)(4) implanted: (B)(6) 2019, explanted: (B)(6) 2019, product type catheter. If information is provided in the future, a supplemental report will be issued.